Event description:
Customer reported that the screen displayed vertical and horizontal lines. Service representative was able to duplicate reported condition. No reported patient involvement. The device was repaired and proper operation was confirmed.